Event description:
It was reported that when implanting this device, the left ventricular lead polarity was programmed in error to tip-ring. The device could not record a lead impedance in this polarity. The device was reprogrammed to the correct polarity and re-interrogated later in the ward. The impedances were measured manually and the device was functioning normally. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.